Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v and the trailing haptic tore. The surgeon enlarged the incision to remove the lens and put another same type lens in the eye and no suture required.

Manufacturer narrative:
A visual inspection of the returned product shows one haptic is torn off of the lens. There is reddish residue on the lens. It should be noted that the injector and cartridge were not returned for eval. The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v and the trailing haptic tore. The surgeon enlarged the incision to remove the lens and put another same type lens in the eye and no suture required.